Manufacturer narrative:
B2 other serious has been selected. B5 event updated. H6 health effect ¿ impact code updated.

Event description:
Additional information was received indicating that the device was not removed due to the reported hemolysis.

Event description:
Clinical narrative: a 57-year-old male with acute myocardial infarction and cardiogenic shock, classified as scai shock stage e, was supported with an impella cp via right femoral percutaneous arterial access. The patient developed ongoing hematuria and laboratory evidence of hemolysis, which was attributed to the device while operating at p9 (maximal flow) with a mean arterial pressure exceeding 90 mmhg. The findings were discussed with the on-call physician, and imaging was obtained to assess pump position; however, appropriate positioning was not definitively confirmed and the device was not repositioned. Instead, the clinical team elected to gradually reduce the device support level. As the p-level was decreased, the patient¿s hemolysis and hematuria resolved, with no further evidence noted on subsequent evaluation when the device was at p4. The patient did not receive blood transfusions, and no organ damage was reported. The device remained in place during resolution of the event and was later successfully weaned and explanted. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.